Manufacturer narrative:
The monitor and electrode belt has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient¿s ECG signal on the last day of use captured in the data download. No deficiencies alleged.

Event description:
A us distributor contacted zoll to report that a patient passed away in a rehab facility on the afternoon of (B)(6) 2023 while reportedly wearing the lifevest. Per clinical review of the continuous ECG recording, the device was started at 06:00:12 on (B)(6) 2023. An arrhythmia was detected at 16:09:30. ECG shows sinus rhythm at 80 bpm degrading to vt from 170-200 bpm that was obscured by CPR/electrode lead fall off. The rhythm then degrades further to vf obscured by CPR/electrode lead fall off. Gel released at 16:09:58. Detection stopped at 16:10:26. Noise front to back and side to side was detected intermittently from 16:15:49 to 16:40:43. Per holter data, vf that was obscured by CPR/electrode lead fall off was visible at 16:09:53. The patient received a non-lifevest defibrillation. Rhythm at time of treatment was vf with CPR/electrode lead fall off. Post shock rhythm was CPR/electrode lead fall off. The patient received the defibrillation at 16:21:35. The patient was in vf for approx. 11 minutes 41 seconds before receiving the defibrillation. The patient remained in vf with CPR/electrode lead fall off until the device shutdown at 16:40:56 on (B)(6) 2023. The device properly detected vt/vf. However, CPR/electrode lead fall off prevented lifevest from treating the patient.